Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer had failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-apr-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not open. A field service engineer replaced the inseparable latch assembly to resolve this issue. The system functioned as intended after the field service engineer repaired the device.